Event description:
It was reported that the guidewire was missing from the impella kit. A wire from a different kit was used to complete implantation of the pump. No patient harm was reported.

Manufacturer narrative:
A2, a3, and a4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.